Event description:
A representative reported that the patient was feeling ¿kind of crappy¿ so they came in to the office. The last time they did a fill they just ¿had moved on¿ but then the patient said, she was ¿kind of feeling crappy¿. The patient was not due for a refill until (B)(6) 2013, but they came in to see how much medication was in the pump. The expected residual volume (7.3 ml) exceeded the actual residual volume (5.5 ml). This was noted to be within specification. The patient also had a discrepancy at their last refill where they ¿did not get back as much as they were expecting to get back¿. The volumes were not reported. The medications used within the system were dilaudid and baclofen. Another representative later reported that the healthcare provider ruled out catheter complications. They performed a dye study which ¿looked good¿. A representative later reported that the pump was replaced on (B)(6) 2013. The patient had felt ill. They recovered without sequela, and there was no injury. A representative later reported that patient stated they were feeling symptoms of withdrawal including escalating pain, fatigue, and nausea. The cause of the discrepancy was not known.

Event description:
The representative later reported the patient had compounded baclofen in their pump. The healthcare provider said the patient was doing fine.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
The previously reported device code no longer applies to this event.

Manufacturer narrative:
Further review of the overinfusion analysis process resulted in the pump serial number (B)(4) analysis conclusion being changed from a finding of ¿pump miscellaneous overinfusion of an undetermined root cause¿ to a ¿no anomaly¿ finding. The original coding was based on nonstandard overinfusion testing. Standard overinfusion testing found that the pump was not overinfusing. There was no pump anomaly observed. The evaluation method/result, and conclusion codes were updated/corrected to the above codes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the event began on (B)(6) 2013. On that date the patient reported that pain was presenting in the usual pattern, just more intense. Interrogation logs from (B)(6) 2013 showed no unusual messages. The patient's pain shad been more widely spread and worsening lately for the past 5-6 days. The patient was uncomfortable regardless of position or activity. The patient had been using her spinal cord stimulator continually, using all the hot water in the house, modulating her activity, and had been forced to remain sedentary and supine with her foot elevated due to surgery for compartment syndrome in her foot. The area of involvement was generalized. The pain was at a 7. The patient had muscle spasms, neck stiffness, and pain or problems in the neck, thoracic-back, back, hip, leg, knee, and foot/toe. There was knee tenderness. There was slightly limited range of motions in all planes of the back. The plan was to begin regular exercise and gradually increase walking distance as tolerated. Four days later the pain was in the usual pattern and becoming more severe. The pain was described as burning, stabbing, tingling, pins and needles. The location was diffuse. The pain scale was at a 7 and a 6 with best pain treatment. It made it difficult to concentrate and interfered with sleep. It could not be ignored for any length of time but with treatment the patient could still go to work and participate in social activities. There was back tenderness diffusely. The pump was refilled. The expected telemetry amount was 2.5 milliliters (ml) and the actual amount withdrawn was 0.25 ml. Interrogation logs from (B)(6) 2013 showed no unusual messages. On (B)(6) 2013, the pain was noted to have worsened in recent weeks and improved after the refill. The patient was feeling intoxicated after the refill and the feeling was gradually resolving. X-rays revealed the catheter appeared intact. Interrogation logs from (B)(6) 2013 showed no unusual messages. The pump was interrogated six days later and telemetry indicated a reservoir volume of 7.9 ml. The patient had been doing much better since the pump was refilled. On (B)(6) 2013 the patient had increasing amounts of muscle spasms. The pump was interrogated and the medications were withdrawn, measured, and re-instilled. Discrepancies in the pump telemetry versus the actual volume were 7.3 ml expected versus 5.5 ml withdrawn. The expected days of medication remaining was 57 and the actual days remaining was 35. The patient continued to have muscle spasms since sunday, similar to what happened a few weeks ago. There was concern the pump may not have been giving as much medication as it was supposed to or that it was working differently than it was supposed to. Interrogation logs from (B)(6) 2013 showed no unusual messages. On (B)(6) 2013, the pump was interrogated and the medications were withdrawn, measured, and re-instilled. 6.6 ml was expected and 5.5 ml were withdrawn. A catheter study was scheduled for the same day. The catheter was found to be patent, but the pump was determined to be non-functioning. The catheter tip was observed at the t9 level. Contrast was observed leaving the catheter and quickly diluted as it entered the cerebrospinal fluid (csf). The pump was replaced 5 days later with no complications.

Manufacturer narrative:
Analysis of the pump revealed overinfusion. The root cause was undetermined. Dispense accuracy testing was performed and passed for accuracy. Infusion testing was performed at the therapeutic rate in which the event occurred. The twenty-four hour test failed for accuracy. Three revolutions of the pump head at 300 mcl/day for fifteen hours also failed for accuracy. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.